Event description:
On 4/11/2022, it was reported by a distributor via email that an ar-8690ds pr mini scorpion, dx and micro suturelasso implant system had a couple of issue. The micro suturelasso cannulation would not allow the nitinol wire to be passed and the dx mini scorpion needle broke during use, all broken fragments were retrieved. Surgeon opened another ar-8690ds kit, and the micro suturelasso also did not allow the nitinol wire to pass through. This was discovered during a CPR, complete planter plate repair, procedure on (B)(6) 2022. Case was completed successfully and no further has been reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.